Event description:
Customer reported that the device failed plunger force calibration. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drive arm, sleeve drive arm, rear case, barrel clamp, right handle, and left/right iui. A review of the device history record for sn (B)(6) was performed from 08/02/2013 to 12/01/2020 and note that this device has been returned for service 3 times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported that the device failed plunger force calibration. No patient involvement.